Manufacturer narrative:
The product was not yet returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) leaad exhibited undersensing. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was not yet returned. If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the b2: describe event or problem. If information is provided in the future, a supplemental report will be issued.